Event description:
Pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Customer's insulin delivery was initially suspended due to the altitude alarm, and cts provided instructions to remove obstructions from speaker holes, clean them, and attempt reconnecting the cartridge, which initially failed. Customer then loaded a new cartridge and resumed insulin delivery, but the alarm recurred. Reportedly, customer reverted to manual injections for insulin therapy.